Event description:
Information received by medtronic indicated that the insulin pump had crack on a battery compartment. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the battery compartment and potential exposure to moisture found on (B)(6), 2021. The pump passed the displacement test, self-test, and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked battery tube threads, cracked case battery tube, stained keypad overlay, and overlay is scratched. Moisture damage was found on pcb a1 during visual inspection. Cosmetic damage was confirmed at the battery compartment. Exposed to moisture confirmed.